Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a patient (age and gender unknown), but the device gave a "no shock advised" prompt to a ventricular fibrillation heart rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. Numerous attempts were made to obtain additional patient and event information. All attempts were unsuccessful.